Event description:
Hillrom received a report from a customer stating the device had a burning smell. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the charger/ power cord needed to be replaced. The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system consists of the life2000® ventilator and the life2000® compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The ventilator was analyzed by st paul engineering. First, a brand new charger/power cord into the submitted ventilator and charged the ventilator for 1 hour. They did not experience the complaint of burning smell, and the charged was never hot to the touch. The ventilator eventually became fully charged. Using a regulated laboratory air source at 50 psi, they connected a known good oxygen hose and a known good patient circuit to the ventilator in a stand-alone configuration. Therapies were ran at low, medium, and high activity levels. The ventilator performed as intended. No error message nor alarm observed; the ventilator was fully functional. Probable root cause of the burning smell/hot charger complaint is damaged charger/power cord. Ventilator was given to our service department on 02sep2022 for a maintenance protocol. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. Based on this information, no further action is required.